Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: cyst ¿ ndr: not applicable as the event is not related to the device. Cancer breast-ndr: not applicable as the event is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Patient reported against the left side "is suspected of having a rare breast cancer caused by the allergan prosthesis" which has been determined to be not related to the device. Later, healthcare professional reported "infracentimetric cystic formations with circumscribed margins, showing hyperintense signal in stir-weighted sequences, hypersignal in t1-weighted sequences and which do not change after intravenous administration of paramagnetic contrast medium, scattered bilaterally throughout the parenchyma","diffuse and bilateral punctate enhancement ("focus", < 5.0 mm) probably related to fibrocystic changes","there was thickening and significant regular enhancement in the fibrous capsule underlying the collections after intravenous administration of paramagnetic contrast medium, suggesting an inflammatory response","implants in a pre-pectoral retroglandular situation, with slightly lobulated contours. Collections with fine septations and showing restricted diffusion suggesting thick liquid content, with associated inflammation/infection to be considered, located in the lower portion of the left fibrous capsule, interposed by components of the implant, the one located anteriorly measuring around 6.0 x 2.6 x 2.0 cm (estimated volume 16.0 ml) and the one located posteriorly measuring around 7.1 x 6.5 x 2.8 cm (estimated volume 65.0 ml). ","there is a peri-implant liquid collection, regular in outline, anechoic in content with septations in between, located in the 6 o'clock radius of the left breast, measuring around 4.4x0.8x2.3 (estimated volume = 4.6cm3)", and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203 and f2201. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Patient reported against the left side "is suspected of having a rare breast cancer caused by the allergan prosthesis" which has been determined to be not related to the device. Later, healthcare professional reported" collections with fine septations and showing restricted diffusion suggesting thick liquid content, with associated inflammation/infection to be considered", and capsular contracture baker grade IV. Device remains implanted.